Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the reporter's name was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was leaking during use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation and it was determined that it met specification. Therefore, the reported condition that the device was leaking during use was not confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the cable on the device was frayed due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.